Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose of 410 mg/dl. Customer states that the insulin pump alarmed a no delivery alarm during basal/bolus/fixed prime, customer. Troubleshooting was performed and pump passed the test. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.